Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 26mm sapien 3 valve in aortic position by right transfemoral approach, at the moment of valve deployment, the balloon burst. The valve was fully expanded. While removing the commander, the burst balloon got caught in the femoral artery and remained in the patient. The distal tip of the commander was separated and all the parts that remained were remove by vascular surgery. Surgery was required to reconstruct the femoral artery. Patient was doing well. No balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
Additional information indicated the valve degree of calcification is mild. The delivery system was returned to edwards lifesciences for evaluation locked, inserted through the loader after being used in the procedure. A kink is present on the flex shaft, likely due to return packaging of the device. The distal nose tip and guidewire are separated. No imagery was provided for review. The returned delivery system and sheath were visually inspected for any abnormalities. The balloon was returned in multiple pieces, the guidewire shaft and distal nose tip were separated. The nose tip wings were flared out. Single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements were within the specification. Due to the condition of the returned device (balloon burst), no functional testing was able to be performed. The complaints are confirmed via visual inspection of the returned devices. Instructions for use (IFU) and training manual were reviewed for guidance related to the reported complaint event. No IFU/training deficiencies were identified. During the manufacturing process, visual inspections and tests are performed throughout the process. During balloon inspection, the following inspections are performed: proximal and distal leg ID inspection, proximal leg od inspection, balloon outer diameter inspection, working length inspection, single wall thickness inspection, and visual inspection. Prior to the balloon pleat, fold, and forming process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. Visual balloon inspection is also performed. During y-connector bond inspection, all three y-connector ports are inspected to confirm they are covered and completely filled. Additionally the balloon shaft to y-connector bond is inspected. Distal to proximal visual inspection is performed. Assembled devices underwent 100% final inspection by manufacturing and quality. 100% visually inspection of the inflation and crimp balloons for distorted/pinched folds, wrinkles/waviness, and fold lines. The entire device is inspected and rejected for incorrect assembly, missing components, device damage (kinks, cuts). During flex catheter and balloon catheter leak test, delivery systems are 100% leak tested. During functional product verification testing (draper), product verification (pv) testing was performed on lot samples, which includes retrieval force of system through sheath, visually inspection for physical damage (kinks), flex and balloon fatigue and burst pressure test and bind inspections. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty-through sheath¿ were confirmed from visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing nonconformances contributed to the reported event. Per complaint description, the balloon burst upon full inflation and the annulus had mild calcification. It is likely that the balloon burst during inflation once the balloon came in contact with calcification. Technical summary written by edwards lifesciences, documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Based on available evidence, it was found that patient factors, such as annular calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. An image shows the balloon nose tip wings bent back, suggesting that they were caught on the sheath during withdrawal of the delivery system. When withdrawal difficulty was encountered, the guidewire shaft and nose tip may have separated if excess force was used to withdraw the device. As such, available information indicates that patient/procedural factors (calcification and retrieval of burst balloon) contributed to the reported event and there is no evidence of device malfunction or manufacturing non-conformance. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty. The technical summary is applicable to this complaint as calcification was reported. As such, an engineering evaluation is not required. The complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿, and ¿delivery system ¿ withdrawal difficulty ¿ through sheath¿ were confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors (annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the october 2018 control limits for the trend categories, no corrective or preventative action is required.